Event description:
In 2007, I had a double hernia repair with ultrapro hernia system uhsov. I had 10 yrs of severe pain during intercourse. I had a f/u surgery 2017 to try to correct the complications and severe pain, nerves was removed that the mesh was entangled in. The spermatic cord had to be freed from the mesh that adhere to it. To remove scar tissue, surgery did help to stop the severe pain during sex, but did not stop all complications. Had my right testicle pulling up inside me which made it impossible to stand, sit or walk for longer than 15 mins. I had a surgery in 2018 which they had to dissect the scrotum sack, suture down the right testicle, removed mourners that was entangled in the mesh, free up the spermatic cord again, remove scar tissue, and some mesh. I have undergone many chest x-rays, mris, EKG, pain injections, pain mgmt. I've also been institutionalized in a mental ward due to my explosive disorder from the pain I've suffered which is overwhelming. My whole life has been ruined. I can't work, still waiting on disability. I've lost all my friends, my relationship. I have no income, can no longer drive. All financial possibilities have been depleted, this ruining my quality of life. I only hold on to the faith of god who I trust in to get me through this. This product by johnson & johnson, ethicon 2007 ultra pro hernia system is one of the worse mesh that have been implanted, cause there is complications, death, lifelong loss of employment and severe complications. Say there is nothing more they can do to me and the mesh must be removed or complications will continue. Everything they have done all that they could do surgically. Must have it removed. (B)(6) is the best place to have the mesh removed that means that I live in (B)(6) and have only (B)(6). (B)(6) will not take my insurance leaving me to suffer with the defective mesh which the MFR of one of the materials plainly stated that this material should not be placed in the human body under any circumstances. Johnson & johnson ethicon has been warned time and time again for not offering a safer product when they said that it was. They have shown profit over life many times and I have to suffer for it without a recall on my mesh leaving me to be outcast from the mesh implant lawsuits. I've done studies overseas and here in the united states this mesh must be removed, recalled. This causes severe pain, ruining the quality of life. I have surpassed every test proving that it is not anything else but the mesh. My primary dr says that the mesh must be removed, the other drs refuse to work on me anymore. I have stacks of medical data.